Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set cannula kinked event on 14-may-2024. The insertion site was abdomen. No further information available.